Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working because of fluid loss. There was a tubing break just above the pump. The entire device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working because of fluid loss. There was a tubing break just above the pump. The entire device was removed and replaced. There were no patient complications.